Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary / bowel dysfunction. It was reported that the therapy worked well for the first 4 weeks after implant, but then they had to turn the stimulation up and when they started getting normal weather, they had to turn it up a little higher, however starting in the first week on (B)(6) 2022, their symptoms had gotten worse and that their symptoms had gotten especially bad in the second week on (B)(6). The patient stated they were getting up 2-3 times at night and they were barely making it to the bathroom and that they'd never had to do that before with or without the device. The patient stated they had no muscle control and that if they didn't squeeze themselves, they could be 2 feet from the toilet and they wouldn't make it unless they squeezed it. The patient stated they'd told their managing health care provider about the issue once already and that the healthcare provider had given them a pill but that the pill didn't seem to do anything and a sonogram had been performed but they didn't see anything on the sonogram. The patient stated they had just been told to see their healthcare provider in 6 months or 3 months and that when it comes to their symptoms, things didn't change. Reviewed therapy expectations and programming considerations with the patient. The patient stated they hadn't realized they had the ability to switch programs and that they'd only kept increasing the stimulation. They then stated they now recalled hearing when they were implanted they could try different programs but it was right after the procedure and they were given a lot of information at that time so switching programs wasn't on their radar. The patient was able to connect to their settings, switch to a new program, and increase their stimulation to a level where they felt the stimulation comfortably in their (butt) "cheek bone" (patient confirmed it was in the bike-seat region.) The patient stated they had an appointment coming up on monday, (B)(6) 2023) at their health care provider (hcp) office so they were going to monitor their symptoms now that a change had been made and follow up with their managing healthcare provider about their symptom concerns at their appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and referenced this case in regards to therapy symptoms but, when asked, patient also said they have gotten 50% or greater reduction in their symptoms. Patient said they were getting up at night and at 5am to go to the bathroom but they made an adjustment on friday and noticed last night they slept all night without getting up and didn't get up until 7am. Patient said they continue to be very active, walking about 6 ,000-9,000 steps a day and they're also drinking less water now that fall is incoming. Patient said their hcp limited their fluid intake to 32 oz. Because they're taking seizure pills. Patient said they don't know if they should make any changes to their therapy and asked if the program and amplitude were good enough for relief. Patient said they had pt on thursday and healthcare provider said "with the nerves the way they are, it may affect your bladder and affect if you can control it". Patient asked if ps or a rep could get more information on their spinal MRI and wondered if the ins could help with their spine difficulties. Reviewed general therapy guidelines, functionality of programs and optimization options. Reviewed expectations and indications for the bladder and not for the spine. Patient wanted to see if a rep could give them more information about the programs/electrodes. Re-opened and re-assigned case to send email to rep.